Event description:
On (B)(6) 2009, patient reported her infusion device was displaying e10 (cartridge error) while she was trying to change the insulin cartridge. She stated the infusion device was "making a weird noise" when the piston rod was returning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.